Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts"), device breakage ("the right device fractured during removal and was removed in fragments"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cutaneous lupus erythematosus ("autoimmune disorder type of disorder: discoid lupus") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included temporomandibular joint dysfunction and vaginitis. Concurrent conditions included endometrial disorder, tenderness, arthralgia, scoliosis, osteopenia, asthma, hypothyroidism, lupus erythematosus, bladder spasm, constipation and bladder pain. Concomitant products included teriparatide (forteo). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced cutaneous lupus erythematosus (seriousness criterion medically significant) and rash ("rashes"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with fluocinonide, phenazopyridine hydrochloride (pyridium), surgery (bilateral salpingectomy and to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, urinary tract infection and rash outcome was unknown and the cutaneous lupus erythematosus and back pain was resolving. The reporter considered abdominal pain, back pain, cutaneous lupus erythematosus, device breakage, embedded device, genital haemorrhage, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results: noncontrast image were obtained through the abdomen and pelvis - impression: no definite cause for patient¿s abdominal pain identified. Moderate fecal material throughout the colon ¿ correlate for constipation. Right fallopian tube closure device appears displaced ,likely extending into the endometrial cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming: embedded device, device breakage, rash, back pain, urinary tract infection, abdominal pain, pelvic pain". Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - new event 'the right device fractured during removal and was removed in fragments' was added. New reporter were added. Case updated as medically confirmed. Historical and concomitant conditions were added. Lab test added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cutaneous lupus erythematosus ("autoimmune disorder type of disorder: discoid lupus") in a 45-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included temporomandibular joint dysfunction. Concomitant products included teriparatide (forteo). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced cutaneous lupus erythematosus (seriousness criterion medically significant) and rash ("rashes"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, urinary tract infection and rash outcome was unknown and the cutaneous lupus erythematosus and back pain was resolving. The reporter considered abdominal pain, back pain, cutaneous lupus erythematosus, embedded device, genital haemorrhage, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Events- "infection (bladder/ urinary tract/vaginal) type: urinary tract, autoimmune disorder type of disorder: discoid lupus, rashes, migration of essure device, back pain, right essure coil was deeply embedded and required extensive dissection to removal all parts, the patient did not undergo essure confirmation test", lot number, reporter, concomittant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts"), device breakage ("the right device fractured during removal and was removed in fragments"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cutaneous lupus erythematosus ("autoimmune disorder type of disorder: discoid lupus") in a 45-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included temporomandibular joint dysfunction and vaginitis. Concurrent conditions included endometrial disorder, tenderness, arthralgia, scoliosis, osteopenia, asthma, hypothyroidism, lupus erythematosus, bladder spasm, constipation and bladder pain. Concomitant products included teriparatide (forteo). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced cutaneous lupus erythematosus (seriousness criterion medically significant) and rash ("rashes"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with fluocinonide, phenazopyridine hydrochloride (pyridium), surgery (bilateral salpingectomy) and surgery (to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, urinary tract infection and rash outcome was unknown and the cutaneous lupus erythematosus and back pain was resolving. The reporter considered abdominal pain, back pain, cutaneous lupus erythematosus, device breakage, embedded device, genital haemorrhage, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results: noncontrast image were obtained through the abdomen and pelvis - impression: no definite cause for patient¿s abdominal pain identified. Moderate fecal material throughout the colon ¿ correlate for constipation. Right fallopian tube closure device appears displaced ,likely extending into the endometrial cavity. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : embedded device, device breakage , rash, back pain, urinary tract infection, abdominal pain, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right device fractured during removal and was removed in fragments, right essure coil within endometrial cavity.'), embedded device ('migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts/ one essure embedded in uterus and partially embedded in tube'), pelvic pain ('pelvic pain / pain'), genital haemorrhage ('heavy abnormal bleeding') and cutaneous lupus erythematosus ('autoimmune disorder type of disorder: discoid lupus') in a 45-year-old female patient who had essure (ess205) (batch no. 621800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included temporomandibular joint dysfunction, vaginitis, cholecystectomy, jaw operation, osteoporosis, loss of libido and menopausal symptoms. * noncontrast image were obtained through the abdomen and pelvis - impression: l. No definite cause for patient¿s abdominal pain identified. 2 . Moderate fecal material throughout the colon ¿ correlate for constipation. 3. Right fallopian tube closure device appears displaced ,likely extending into the endometrial cavity. Previously administered products included for an unreported indication: albuterol. Concurrent conditions included endometrial disorder, tenderness, arthralgia, scoliosis, osteopenia, asthma, hypothyroidism, lupus erythematosus, bladder spasm, constipation, bladder pain, vulval irritation, yeast infection, vulvovaginal candidiasis, vaginitis bacterial, vaginal discomfort, hot flashes, insomnia, vaginal discharge, acute vaginitis, vaginal dryness, libido decreased, menses irregular, low back pain, urinary tract infection, poikiloderma, diarrhea, nephrolithiasis, polycystic ovary, epigastric pain, pneumonia, pancreatitis, pain in extremity, peptic ulcer disease, vitamin d deficiency, wheezing, chest pain, cervical disc disease, tietze's disease, fractured toe, lumbago, hypercalciuria, rhinitis, palpitations, thyroid disorder, heartbeats irregular, feeling cold, hot flushes, mood swings, contact dermatitis, seborrheic keratosis, cardiac murmur, acute myocardial infarction and tmj syndrome. Family history included skin disorder. Concomitant products included progesterone (prometrium) for menopausal symptoms as well as calcium carbonate;colecalciferol (calcium 600 + d), colecalciferol (cholecalciferol), estradiol (minivelle), fluconazole (diflucan) since (B)(6) 2013, hyoscyamine, metronidazole since (B)(6) 2014, omeprazole (prilosec) and teriparatide (forteo). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced cutaneous lupus erythematosus (seriousness criterion medically significant) and rash ("rashes/unknown type of rash on chest"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure placement that is partly in her tube and partly embedded in the uterus/"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with clarithromycin (macrobid), fluocinonide, phenazopyridine hydrochloride (pyridium) and surgery (bilateral salpingectomy and to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, device expulsion, genital haemorrhage, vulvovaginal pain, urinary tract infection and rash outcome was unknown, the cutaneous lupus erythematosus and back pain was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, cutaneous lupus erythematosus, device breakage, device expulsion, embedded device, genital haemorrhage, pelvic pain, rash, urinary tract infection and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy colon - on (B)(6) 2015: colonic mucosa with no diagnostic alterations. - no evidence of collagenous or lymphocytic colitis. Tubular adenoma.. Biopsy small intestine - on (B)(6) 2015: small bowel mucosa with no diagnostic alterations. Biopsy stomach - on (B)(6) 2015: minimal changes suggestive of reactive gastropathy. - no evidence of helicobacter pylori microorganisms on alcian yellow stain. Bone densitometry - on (B)(6) 2009: osteopenia; on (B)(6) 2015: lumbar spin e indicates atraumatic fracture risk level 2 classification: moderate risk consistent with a diagnosis of osteopenia. Right hip indicates atraumatic fracture risk level 2 classification: moderate risk consistent with a diagnosis of osteopenia. Left hip indicates atraumatic fracture risk level 3 classification: high risk consistent with a diagnosis of osteoporosis.; on 13-sep-2016: classification: moderate risk consistent with a diagnosis of osteopenia. Right hip indicates atraumatic fracture risk level 3 classification: high risk consistent with a diagnosis of osteoporosis. Left hip indicates atraumatic fracture risk level 3 classification: high risk consistent with a diagnosis of osteoporosis. Frax 1 o-year fracture risk:. Chest x-ray - on (B)(6) 2011: 1- acute branch itis 2- hx/o reactive airway with bronchitis in the past many years ago 3- pnd sinusitis.; on (B)(6) 2011: the lungs are hyperinflated. This could be due to deep inspiration or air trapping. Nipple shadows are again seen to be prominent. The lungs are clear. No consolidation pleural effusion or pneumothorax.; on (B)(6) 2016: 2. Lungs and pleura: the pulmonary vessels are normal. The lungs are clear. There is no hilar enlargement. The trachea is midline. 3. Cardiomediastinal silhouette: no abnormality identified 4 other transcriptionist: psc.. Diagnostic aspiration - on (B)(6) 2008: three views of the right foot reveal degenerative changes involving the ip joint of the second toe. No acute fractures or subluxations are visualized. Soft tissues are within normal limits.. Electrocardiogram - on (B)(6) 2014: non-cardiac chest pain. Maybe pleurodynia increased awareness of the normal heart beat. Ventricular ectopy, short run of automatic ventricular tachycardia, asymptomatic, and ectopic atrial rhythm. No evidence of structural heart disease by echo/stress test, and prior MRI in 2012.. Nuclear magnetic resonance imaging - on (B)(6) 2011: liver lesion. Ultrasound scan - on an unknown date: show the essure partly intra uterine.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : embedded device, device breakage , rash, back pain, urinary tract infection, abdominal pain, pelvic pain, essure placement partly embedded in the uterus concerning the injuries reported in this case the following events were confirmed via patients medical record: embedded device,autoimmune complaints, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received: new event "essure placement that is partly in her tube and partly embedded in the uterus" (device expulsion) were added and reported event term "migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts" updated to migration of essure device / right essure coil was deeply embedded and required extensive dissection to removal all parts/ one essure embedded in uterus and partially embedded in tube, patient medical history, lab data and concomitant medication, reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.